Event description:
It was reported to the manufacturer on a form 3500a that the patient had a repair of a acute type a aortic dissection, bentall procedure with a 23 mm magna aortic valve and a 28 mm hemashield graft on (B)(6) 2010. The patient progressed well postoperatively and was discharged to short term rehab on (B)(6) 2010. On (B)(6) 2010, the patient was readmitted to the hospital with diagnosis of sternal wound infection, when he experienced spontaneous purulent discharge from the wound; the patient reported swelling of his chest a few days prior to admission. The patient was taken to operating room for incision and drainage (I&d) of the sternal wound, removal of several sternal wires, and placement of wound vac. The patient tolerated the procedure well; the patient had placement of peripherally inserted central catheter (PICC) line and was discharged on (B)(6) 2010, with home care services for antibiotic therapy. On (B)(6) 2010, the patient was readmitted to the hospital due to persistent drainage, prominently from the superior aspect of the incision; patient was taken back to the operating room for removal of remaining sternal wires and placement of wound vac. He tolerated the procedure well and was discharged the following day, with plan to continue IV antibiotic therapy with home care services. Of note, on (B)(6) 2010, there was a recall from the manufacturer regarding hemashield products with lot numbers that were implanted in this patient; patient is reportedly scheduled for re-operation. The reporter is not clear on what re-operation procedure was being performed, since it was not being done at (B)(6) medical center. It was also reported that the patient did return to (B)(6) medical center on (B)(6) 2010, and underwent a coronary angiography in preparation for the re-operation.

Manufacturer narrative:
A medical review revealed that the event described is a well known complication for this kind of procedure and that the infection described in the complaint was confined to the sternum and superficial layer and never impacted the mediastinum where the device had been implanted. It was reported on 05 oct 2010 that this information was not forwarded to edwards lifesciences, the manufacturer of the magna aortic valve, therefore, maquet will be reporting this event to edwards lifesciences. Being investigated. Method: the device history records (DHR) were reviewed as required. Results: all manufacturing and quality assurance testing was carried out in accordance with applicable quality procedures. The production batch record for this product shows that it was released in accordance with all governing quality assurance/quality control procedures prior to distribution. (B)(4).